Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt's event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
In 2000 - pt had hernia repair surgery performed by her treating physician, and, during such surgery, a bard/davol composix mesh hernia patch (lot no.: 43ekd294, size 10" x 14") was surgically implanted into pt's body. Since pt's initial hernia repair surgery, she has undergone numerous additional surgeries and hospitalizations due to complications associated with the defective mesh and will require future significant future medical treatment as well.